Event description:
Event description boston scientific received information that during a routine follow-up, it was observed that the lead safety switch had been triggered on this right ventricular lead and the lead had switched to unipolar configuration. Daily measurements showed impedance measurements greater than 2500 ohms. The patient was pacer dependent.